Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06660. It was reported that the right atrial lead was oversensing. The lead was capped and replaced. Additionally, the pacemaker was explanted and replaced during the same procedure.

Event description:
Additional information - it was reported that the right atrial lead oversensing was due to lead noise. There were no patient symptoms or consequences and the patient was in stable condition throughout. Additionally, the pacemaker was explanted due to reaching the elective replacement indicator, and there was no malfunction of the device.